Manufacturer narrative:
Zimmer biomet complaint (B)(4). R.j. Obermeyer, m.j. Goretsky, r.e. Kelly, et al., selective use of sternal elevation before substernal dissection in more than 2000 nuss repairs at a single ins..., journal of pediatric surgery, https://doi.org/10.1016/j.jpedsurg.2020.07.005. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that the patient experienced a cardiac injury which occurred during a secondary repair. In one patient, the first introducer was passed cephalad to the deepest point of the pectus without sternal elevation. The cardiac injury occurred while passing the second introducer at the deepest point of the pectus with thoracoscopy. The injury was immediately identified, the introducer was kept in place to improve tamponade, and the injury to the right ventricle was repaired via sternotomy by a cardiac surgeon with 2000 ml blood loss but without bypass. The nuss procedure was abandoned and the patient made an uncomplicated recovery. Attempts have been made and no further information has been provided.